Manufacturer narrative:
Continuation of concomitant products: 5076-52 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that after climbing stairs they have to stop because their heart is beating so fast. Follow up revealed the implantable pulse generator (ipg) initialization was not turned off and the right ventricular (rv) lead exhibited high thresholds. The device and lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.